Manufacturer narrative:
Bottle 8 (flex) was not in contact with the corresponding sensor for approximately six (6) minutes at 00:46am on 02 august 2016, which is sufficient time to complete manual replacement of the reagent. The station properties were reset at 00:51am on 02 august 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 8 prior to this action were: flex concentration = 54.9%, cycles = 32, cassettes= 1451 and days=13. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 8 (flex) at 00:51am on 02 august 2016. Based on the information provided by the complainant, the affected tissue samples were derived from the "8 hour fat (xlg)" protocol started in retort a at 01:12am on 02 august 2016; the "5 hour (lg / routine)" protocol started in retort a at 15:08pm on 02 august 2016; and the "8 hour fat (xlg)" protocol started in retort b at 20:28pm on 02 august 2016. The reagent in bottle 8 (flex) was used for the first time in the final dehydration step of the "8 hour fat (xlg)" protocol started in retort a at 01:12am on 02 august 2016. Bottle 8 (flex) was subsequently also used in the final dehydration step of the "5 hour (lg / routine)" protocol started in retort a at 15:08pm on 02 august 2016; and the "8 hour fat (xlg)" protocol started in retort b at 20:28pm on 02 august 2016. The instrument operated within specification during execution of the "8 hour fat (xlg)" protocol started in retort a at 01:12am on 02 august 2016; the "5 hour (lg / routine)" protocol started in retort a at 15:08pm on 02 august 2016; and the "8 hour fat (xlg)" protocol started in retort b at 20:28pm on 02 august 2016. Although the user affirmed in the instrument software that the flex concentration in bottle 8 (flex) was to be set to 100% at 00:51am on 02 august 2016, information provided by the complainant on 03 august 2016 indicated that bottle 8 had been actually been filled with 70% flex. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 8 (flex) was used for the final dehydration step in of the "8 hour fat (xlg)" protocol started in retort a at 01:12am on 02 august 2016; the "5 hour (lg / routine)" protocol started in retort a at 15:08pm on 02 august 2016; and the "8 hour fat (xlg)" protocol started in retort b at 20:28pm on 02 august 2016. The minimum final reagent concentration required for flex is 98%. The consequences of using flex at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error. This use error occurred during completion of manual replacement of the reagent in bottle 8 (flex) prior to commencement of the "8 hour fat (xlg)" protocol started in retort a at 01:12am on 02 august 2016; the "5 hour (lg / routine)" protocol started in retort a at 15:08pm on 02 august 2016; and the "8 hour fat (xlg)" protocol started in retort b at 20:28pm on 02 august 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (flex) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding poor processing of tissue in 68 blocks, which had been identified following processing of the samples. The complainant advised that 54 blocks been processed in retort a; 14 blocks had been processed in retort b; bottle 8 (flex) with a concentration of 70% had been used in the final dehydration step prior to clearing using xylene and the quality of tissue processing from a run completed following the two affected runs was satisfactory. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer on 08 august 2016. The fse noted that incorrect application by user occurred. On 05 august 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.